Event description:
It was reported by the customer's biomed that the device will not operate on ac power. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): the customer declined the repair due to the device being out of warranty. The device has not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.